Manufacturer narrative:
Corrected batch lot number from 17639296 to 17333405. Corrected device expiration date from 01/31/2018 to 10/01/2017. Corrected device manufactured date from 01/28/2015 to 10/06/2014. Device evaluated by MFR.: returned product consisted of an express sd stent delivery system (sds). There was contrast in the inflation lumen. The balloon was tightly folded with the stent secure between the markerbands. The proximal end of the stent was partially deployed and matched the photo attached in the complaint file. Microscopic examination presented no damage or irregularities to the markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent deployed prematurely. During preparation of a 5.0mmx15mmx150cm express® sd renal/biliary balloon catheter, the stent partly opened when negative pressure was applied. The procedure was completed with another of the same device and the patient's status was stable.

Event description:
It was reported that the stent deployed prematurely. During preparation of a 5.0mmx15mmx150cm express® sd renal/biliary balloon catheter, the stent partly opened when negative pressure was applied. The procedure was completed with another of the same device and the patient's status was stable.

Manufacturer narrative:
(B)(4).